Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had an MRI done about a month or two ago then later said on or around (B)(6) 2025 and the device was turned off. Caller said the patient went to the hospital after a fall which is why they had the MRI. Since then the implant won't hold a charge. Caller was with the patient at the time of the call. Patient services reviewed how to use the recharger and caller was able to connect to the implant. The call saw the recovery mode screen. Caller said the implant battery was depleted. Caller will continue to charge the implant and call back if further assistance is needed. The patient rep (occupational therapist) called back stating they were trying to charge the ins and still encountering the recovery mode screen with red blinking ins battery icon and had encountered a 4101 error message. Patient services reviewed meaning of this message and how to dismiss and restart ins charging session. Caller noted it was very difficult to locate the ins and they could not feel it by palpating and could not see an incision scar. Patient services reviewed importance of placing the recharger directly against the ins not near other sources of metal in order to charge successfully. Caller indicated they were able to do so and were still seeing recovery mode icons but will continue to give it time.